Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they had a power on reset and therapy had stopped due to the power on reset. The patient noted they had foot pain as a result of the implant being off due to the informational power on reset. Troubleshooting was able to clear the power on reset and therapy was adequate. The change in therapy or symptoms was considered sudden. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.